Event description:
It was reported that there was no image. There is no information that the event caused a harm or serious injury to patient, user or third. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The customer complaint "no image" was verified by the video repair department at sep. When the camera control unit (tc201) is powered on, the fan runs at full speed, but the screen remains dark with no image displayed. Due to the absence of image output, device information such as software version and operating hours could not be retrieved. A visual inspection of the tc201 housing and internal components revealed no visible abnormalities. A formal product improvement project (ku40091) has been launched to resolve the issue and mitigate recurrence. The event is filed under internal karl storz complaint ID: (B)(4).